Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sterile packing was opened. Replacement was available.

Manufacturer narrative:
Product inquiry states the k-wire gamma ø3,2x450 mm to be the subject product. No associated products were reported. A review of the DHR revealed no deviations, in particular in the packaging process, and the device was documented as faultless prior to distribution. The k-wire gamma ø3,2x450 mm itself was received in an unpacked condition, out of the original packaging, within a clear pouch along with the related patient record labels and with missing original packaging. Both blue end caps are positioned at both ends of the k-wire as specified and the wire shows no traces of use. The packaging in question was not returned for investigation and thus, a physical evaluation could not be performed. The reported event could not be reproduced. Referring to the event details (see how was issue noticed - ¿out of box failure¿) there was no need for opening the tyvek® pouch and to take out the wire. Thus, damage in original condition could not be verified during investigation. The evidence of the damage in original condition could have been best presented within the sterile packaging in unpacked condition, which had been possible in this case as the damage was noticed as ¿out of box failure¿. There is no evidence [like a photo of the unopened sterile packaging] which confirms the reported case. Based on the information given an exact root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The sterile packing was opened. Replacement was available.